Event description:
The customer reported a strong odor coming form the uninterruptible power supply (ups). The philips field service engineer (fse) investigated the issue and confirmed that a battery had started leaking which caused the strong odor. A small amount of battery acid leaked outside of the cabinet and was cleaned up by the customer. There was no injury to patient, operator, or bystander due to this issue.

Manufacturer narrative:
(B)(4). On (B)(4) 2014, the operator at (B)(6), smelled strong odor coming form the ups and spotted battery acid on the floor. The operator shut down the system and contacted philips service. The system was not in clinical use when the incident occurred. There was no report of smoke or fire with this event. There was no harm to the patient, operator, or bystander with this issue. On (B)(4) 2014, philips filed service engineer (fse) was dispatched by the customer support to investigate the issue. The fse determined that the console ups external battery pack had leaked acid. The fse was not sure if the leakage was in liquid or powder form because the customers had cleaned the acid with a mop and disposed of the battery before the fse arrived on site. On investigation by supply chain, the part numbers of the disposed ups and batteries were determined. The fse stated that a small amount of the acid was exposed to the outside of the cabinet. The fse ordered new ups/battery on (B)(6) 2014, and replaced them on (B)(6) 2014. The system was not in use until the replacement was done. After installing the new ups/battery, the system was fully operational. The fse confirmed that the ups/battery was located under the console counter and had sufficient airflow, and the temperature sometimes rises up to 85 f in the area. The fse was not sure of the installation date of the ups/battery; the serial numbers could not be obtained to get this information as the battery was disposed of before his arrival on site. However, the fse stated that the ups/battery was at least 5 years old. The probable root cause of the failed battery pack was that it was 5 years old, which exceeds the manufacturer's recommendations of battery life. The fse replaced the ups and battery, which resolved the issue. The 30 day report of MDR mailed on (B)(4) 2014.